Manufacturer narrative:
(B)(4). Retainer ring = black. Insulin pump received with critical pump error (open book). The crest and thus software was utilized and successful and pump error 4 and 54 alarm found in the long trace. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, 40 pin flexible printed circuit/lcd, motor assembly, battery tube, vibrator, keypad flex tail, internal battery and force sensor. No moisture damage on the keypad dome switches and keypad traces during visual inspection. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage pcb 2. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 4 and 54 alarm found in the long trace due to moisture damage pcb 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump was off due to moisture exposure. Customer had gone into the pool with the insulin pump. Customer stated o-ring was in place. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. Insulin pump had a crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.